Event description:
Degeneration of porcine valve prosthesis. Symptoms of apnea on exertion & paroxysmal nocturnal dyspnea. Echo cardiogram showed prosthetic aortic insufficiency. Cardiac cath-wide open aortic insufficiency with diminished vascular function.